Event description:
It was reported that nothing happens when pressing the recharger power button.  Recharger has been on the dock the whole time. The recharger (dock) was showing a green light but due to the position of the cord into the recharger, the green light would go on and off and power cord does not stay in tightly to dock. Caller tried both regular adapter and usb and both the dock green light goes on and off. Caller does not see any damage except the cord is loose when plugged into the recharger dock. Patient services (pss) reviewed it sounds like there is a problem with the dock or power cord but caller insisted that the manufacturer representative  said we would replace the recharger and send overnight. A replacement recharger, dock and power cord will be mailed to the patient. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type recharger product ID cd9000, serial# (B)(6), product type multiple therapy product ID neu_unknown, serial# unknown, product type unknown, section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3. Analysis was performed on [product ID: wr9200, serial/lot #:(B)(6), analysis found that recharger showed thor 1707 service code. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.